Event description:
It was reported that during a laparoscopic right colon resection procedure, the device wouldn't open and tore tissue. Bleeding occurred and they had to open the pt to complete the procedure. No blood transfusion was necessary. The pt is now fine.